Event description:
Sometime after the stent procedure the patient experienced sub acute thrombosis (sat). There was no information available regarding what device caused the sat or if there was treatment of the sat. In the absence of this information this will be filed based on the assumption that the stent caused or contributed to the sat and that medical intervention was performed.